Manufacturer narrative:
The foreign user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented on a carefusion failure report by a carefusion (B)(4) rep in response to a conversation with a user facility. (B)(4). Carefusion did not request the return of the used patient circuit, generator and nasal prongs for evaluation. The carefusion infant flow lp series ncpap system (generator, mask, prongs, bonnet and headgear) are the next generation of patient interface devices from carefusion. As such, the user facility's lack of experience with these devices may have been the underlying cause of the reported event. Carefusion has initiated a formal investigation as a part of our corrective and preventative action system to further investigate this issue.

Event description:
The following info concerning the event and the condition of the pt was copied from a carefusion failure report that was filled out by a carefusion (B)(4) rep in response to a user facility rep. Age of harmed person: (B)(6). Error codes: treatment with if lp had to be stopped. Detailed failure description and machine settings: after (B)(6) treatment, the pt reported a bad nasal breakdown with huge deformation of one of the nare.